Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal dianeal n pd-41.5% therapy (dose, frequency, lot not reported). On an unreported date, the patient began dianeal (unknown) therapy with clean flash (uv assist device) intraperitoneally (ip) for peritoneal dialysis (pd) therapy. On (B)(6) 2011, his uv transfer set was routinely exchanged to a new one. On an unknown date, the patient was hospitalized (reason not reported). On approximately, (B)(6) 2012, the spike of the patient's uv transfer set was broken and a leak occurred (details not reported). The patient's uv transfer set was exchanged. Subsequent to the event of the broken spike, the patient was diagnosed with peritonitis causing the unspecified hospitalization event to be prolonged. The patient received remedial treatment for the peritonitis with ciproxan (ciprofloxacin hydrochloride, cpfx). As of (B)(6) 2012, the patient was not recovered from the event. The physician assessed the event as serious and probably related to the uv transfer set because the leak occurred due to the broken spike. On (B)(6) 2012 follow up information was received from the physician by baxter (B)(4). On (B)(6) 2012, the event was resolving. Administration of ciproxan was ongoing.

Manufacturer narrative:
(B)(4). The customer reported the sample is not available. This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). Corrected information initially omitted. On (B)(6) 2012, the patient's peritoneal dialysis (pd) catheter was extracted by surgery as treatment of the peritonitis. Initially the sample was not expected to be returned for evaluation. However, one partial used set (spike and cap only) was received for evaluation on (B)(6) 2012. The patient's height was (B)(6). The patient's uv transfer set had been in use since (B)(6) 2011. On (B)(6) 2012, while trying to connect the pd product, the spike of his uv transfer set was broken and the leak occurred. The physician was aware that uv transfer sets were to be exchanged after 4-month-use, however, the patient's uv transfer set was in use for 7 months. Due to the condition of the sample received, no functional testing could be performed. Upon visual inspection, the spike appeared to have a whitish stress mark at the base of the spike; therefore, this complaint was confirmed for broken spike. However, the assignable cause could not be determined. No batch review was performed, since the lot number was unknown.